Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had been got a blank display a few weeks ago, which the customer remedied by wiggling the pump around a little. The patient's blood glucose at the time of incident was 9.3 mmol/l. The customer was not having any display issues at the time of call. A replacement battery cap was shipped to the customer in order to rule the battery cap out as the cause of the blank display, and no products were returned.